Event description:
It was reported that after the surgery, the customer noticed that the tip of the femoral impactor was damaged (worn). No intraoperative impact or incident was reported, as the damage was identified only after the procedure had been completed. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.